Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a patient had a procedure to place a mic-key feeding tube. On (B)(6) 2016 the patient picked at the scab wound and alleged that a small piece of metal came from the scab area. Additional information was received on 20-dec-2016 from the halyard representative who was present during the patient's procedure on (B)(6) 2016. The halyard representative states the procedure was done laparoscopy and the t-fasteners were placed correctly, and the t-fasteners were not tight. The physician completed the procedure with the correct technique. The were no issues or concerns with the procedure that lasted approximately ten minutes. No additional information was provided.

Manufacturer narrative:
Additional information, halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).

Event description:
Additional information received on (B)(6) 2017 that states, a patient got an x-ray last week found some other metals and the patient will have another procedure to remove the metals. No additional information provided at this time.